Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device damaged with on/off switch broken off device. No pictures were received with regard to any damaged shipping materials, therefore root cause could not be deemed shipping related.

Event description:
It was reported that the unit was received damaged in the box with very little markings on the outside packaging. The knob on the front panel was rolling around in the box detached from the device. No patient injury was reported.